Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for the glenoid part and lot number combination. A search of the complaint database was not possible for the cement as the part and lot number was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised for loose glenoid between implant/cement mantle. Depuy cement was used.